Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, it was noted that the lens haptic broke in the patient eye after 3 months of implantation. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Correction information provided in d.10. Additional information provided in h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A company viscoelastic was indicated. It is unknown if the lens was inserted with a delivery system. The company model is only qualified for use in the company specified model cartridges. The product investigation could not identify a root cause for the reported complaint. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The file will be reopened inf new information or the sample is received. The manufacturer internal reference number is: (B)(4).